Event description:
A (B)(6) customer contacted customer service about her 2 contour meters. She tested her glucose and received a reading of 11.3 mmol/l on one meter and readings of 1.0 and 5.9 mmol/l on her other contour. The difference between the readings falls in the "c" and "e" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.